Manufacturer narrative:
(B)(4). (B)(6). Post market vigilance (pmv) led an evaluation of one stapler and anvil opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The anvil was observed to be tilted and attached to the instrument. A microscope examination of the device displayed nicks on the knife blade. In addition, a deep knife impression and cross cutting staple line marks were observed along the cutline impression in the cutting ring/mylar cover. Suture was released from the anvil. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the pushers advanced. A review of the device history record for the anvil indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the device history record for the instrument could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed secondary, unrelated to the reported condition knife blade damage may occur if the instrument is applied over an obstruction. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a roux-en-y after cutting one side of the anvil retaining suture, the surgeon noticed extreme difficulty removing the other side of retaining suture, it would not release without significant tugging. This condition resulted in very minor tissue damage, which was corrected by placing a small stitch to keep the integrity of the gastric pouch prior to firing the eea. The patient&#62688;last known status is reported as okay.